Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. It was learned, through communication with the reporter, performed by olympus technical support, that the reported problem was resolved upon replacing the lamp. A root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that, during a procedure, the spare lamp indicator lit up and the light went from white to yellow. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the xenon lamp.